Event description:
It was reported that customer experienced difficulty using wake button because t button was not working and was later found to be missing, with no information available about blood glucose values. There was no reported impact to the customer¿s blood glucose level. Distributor arranged for device return for evaluation, was unable to test pump due to missing button, and customer received replacement pump.